Event description:
It was reported that noise and crosstalk oversensing were noted on the device. Provocative testing was performed and the noise was unable to be reproduced. Abbott technical support was contacted; however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.